Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, under delivery was noticed. It was reported that the pump infusion bag was still full, and the pump did not alarm. According to the reports the patient's pain was not relieved during labor. No patient injury reported.